Manufacturer narrative:
The device has not been returned for eval. Should new relevant info become available a supplemental form will be completed.

Event description:
It was reported that the pump fell out of the customer's pocket, and now the wake button has stopped working. The device turns on when plugged into a power source. Customer had elevated blood glucose levels (330 mg/dl).